Event description:
It was reported that the peritoneal treatment set disconnected from where the pin technology is located. Apprently, when the pt was connected during the night, the tubing disconnected from where it attaches to the plastic part containing the pin and the solution leaked out from him onto the bed. When the patient woke up the bed was wet. The patient was treated prophylactically for 3 days with po levoquin. A sample is available.